Event description:
The iab was inserted into the pt on 1/8/97. After iabp for four hrs, blood was noted in the helium tubing and the iab was removed on 1/8/97. The iab was not returned to co for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 2/3/97.) (Pt's current status: unk - rpt'd 2/3/97.)